Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Per the sales rep, the issue has not caused the surgeon to change the intraoperative or post-operative care of the patient but it looks like it could potentially cause a problem to adjacent tissue/structures to have staple legs sticking out of the cut line.

Event description:
It was reported that during a robotic assisted laparoscopic gastric bypass procedure, the first firing with a blue reload, device was fired and on inspection of the staple line it was seen that a few staples near the midpoint of the inner most row of staples did not form all the way. One leg of the staples formed and the other leg was unformed and jutting out of the staple line. The issue did not cause any bleeding or leaks and no intervention was necessary. The same device was used with additional reloads to complete the procedure. No buttressing material was being used on the firing. There were no adverse consequences for the patient.